Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Event description:
The customer reported two broken balloons. Additional information received on 26jul2023 stated they were clean breaks. No patient harm or injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.